Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal of anterior vaginal wall mesh, bilateral sacrospinous ligament fixation, and cystoscopy on (B)(6) 2014 due to anterior vaginal wall mesh exposure and post hysterectomy vaginal vault prolapse. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence and frequency.(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia.

Event description:
It was reported that following insertion the patient experienced dyspareunia.

Manufacturer narrative:
(B)(4): on (B)(6) 2008 the patient underwent additional mesh revision due to erosion by implanting surgeon. It was reported that after implantation patient experienced pain, erosion, bleeding and urinary problems and underwent mesh excision by implanting surgeon on (B)(6) 2008 due to erosion and pain. The patient underwent surgery for excision of vaginal mesh due to recurrent erosion on (B)(6) 2009. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03942. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03942. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele and urethral hypermobility. It was reported that the patient underwent the concurrent procedure of a cystoscopy during mesh implantation. It was reported that the patient underwent a laparoscopic cholecystectomy concurrently with the mesh excision on (B)(6) 2008. No additional information was provided.